Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Bottom case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Power up test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced speaker and interconnect board. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown.

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.